Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a green cartridge reload present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened without difficulties. However, during closing and firing, extra resistance was experienced. It was also noted that there were several mangled (twisted, straight leg) staples present behind the knife in the anvil and channel. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Batch history review has been completed with no anomalies reported.

Event description:
It was reported that during a cardiac procedure, the device was jamming and difficult to release and open the anvil. A green cartridge was being used when this occurred. Another device was used to complete the case with no patient consequence.